Event description:
It was reported that the patient had ¿problems¿ with her device. The patient stated that her first implant was implanted in the wrong place, right below her ribcage. The placement of the implantable neurostimulator (ins) was moving and catching when she would bend over and stand back up. It also caused some problems with her breathing. This was noticed about three weeks after implant. It was noted the healthcare provider (hcp) changed out the ins and put it in her hip. The leads were not changed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).